Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced infection and delayed wound healing. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, these ams 800 urinary control system with the cuff, pump, and balloon underwent a thorough analysis. Visual inspection of the returned device/component did not reveal any damages. Product analysis concluded no device malfunction as the device was damaged by a sharp instrument which will be considered as a secondary failure. Additionally, it was confirmed that the reported event of dehiscence and infection, were defined and are a known risk of the product. A conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced infection and delayed wound healing. The device was explanted and replaced. No further patient complications were reported.